Event description:
Boston scientific crm received information that three weeks post implant this right ventricular lead exhibited high threshold measurements and a lead dislodgement was suspected. A lead revision was performed were this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.